Event description:
It was reported that the customer experienced low blood glucose levels and was in a car accident. The customer stated that the accident was related to diabetes. The blood glucose reading was 25 mg/dl at the time of the event when she hit a tree while driving. She advised that she had since then discontinued insulin pump therapy and would be following up with her doctor to see if she would get back on insulin pump therapy. She declined to provided further details regarding the event. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.